Manufacturer narrative:
A ge service representative performed an onsite investigation. The cpu, system interface and work station power supply were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system intermittently would not boot up. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.